Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2020, explanted: v 2021, product type lead product ID 977a260, serial#(B)(6), implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient had both leads replaced on (B)(6) 2021. An intra-op impedance check was performed and all contacts were within normal li mits.

Event description:
Additional information was received from the rep. The rep reported that the leads were discarded.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6), implanted: (B)(6) 2020, explanted: (B)(6) 2021 product type lead; product ID 977a260, serial# (B)(6) implanted: (B)(6) 2020, explanted: (B)(6) 2021 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins) for non-malignant pain and chronic low back pain. It was reported that the patient is complaining of new pain. He stated in (B)(6) 2020 he was hit with a stocking cart (B)(6). He stated the cart hit him directly in his spine. Since the hit he as noticed a difference in relief. He stated he is starting to feel surges of electricity down his leg when laying flat and he didn't have that issue before. He also stated he has surges of electricity at battery site when standing. Pt states he feels like battery site sometimes gets swollen. The clinical specialist (cs) did impedance check and although all contacts were within normal limits however there are some contacts that are orange and have possible short (3,5,6,11,13,14). Cs gave pt two programs trying to program around those contacts as some of the contacts were being used on group a as that was the program patient had been using time of incident. The issue was reported to be resolved.